Event description:
During follow-up, a loss of capture was observed. The right ventricular lead was deactivated to resolve the issue and the patient will continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, high impedance and threshold measurements were noted on the left ventricular (lv) lead. The lead was connected to the new device with good threshold measurements but a high impedance was still present. The physician prefers to not take any action and will continue to monitor the patient by follow-up. The patient was in stable condition.